Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. No devices were received for evaluation. There were no remedial actions taken. These devices are not labeled for single-use. Not returned.

Event description:
This report summarizes 2 malfunction events, in which the devices were overheating and leaking. There was no patient involvement; no patient impact.